Event description:
The customer from south korea reported that block reagent did not dispense well on 5 out of 45 slides. The field service engineer inspected the instrument and replaced the aspiration and dispense check valve due to water drop on probe. All testing was successful. The instrument is fully operational, within specification, and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. A1-a6: patient information has not been provided by the user. E1, address line - 2: a-dong, heungdeok it valley.